Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed a hole in the sheath 16.7cm from the tip. Microscopic examination revealed no additional damages. Functional testing was performed, and the device was able to prime and run. There was a leak coming from the hole. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis found a hole in the sheath.

Event description:
It was reported that failure to evacuate occurred. An EU 2.4mm jetstream xc catheter was selected to treat the patient's long, stenosed target lesion. During usage, device could not suction and failed to evacuate inside of the patient. It was reported the device leaked and failed to aspirate due to a hole in the catheter that was discovered while flushing the device. There were no patient complications, and the case was completed with a different device of the same model.

Event description:
It was reported that failure to evacuate occurred. An EU 2.4mm jetstream xc catheter was selected to treat the patient's long, stenosed target lesion. During usage, device could not suction and failed to evacuate inside of the patient. It was reported the device leaked and failed to aspirate due to a hole in the catheter that was discovered while flushing the device. There were no patient complications, and the case was completed with a different device of the same model.